Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of pump along battery side. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and instructed customer that serialized device will be replaced. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1780kpk was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform lock a test p-cap into the reservoir compartment due to broken reservoir tube lip. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), detached retainer, missing o-ring (reservoir tube) and broken reservoir tube lip. Damage confirmed, damage-retainer ring damage confirmed and damage-reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.